Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 15 units of insulin instead of 0.15 units due to user error. Customer confirmed that the site was disconnected before the bolus was completed. Tandem technical support provided additional training in regards to bolus deliveries. The customer's blood glucose (bg) level was 316 mg/dl.